Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. However a white reload was received loose inside the bag without the cartridge pan. Additionally the pan was noted to be inside on the channel of the device. Although no conclusion could be reached on what may have caused the pan to dislodge; it is possible that the reload and device fiction was tighter due to component interaction. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, did not cut, changed reload 3-4 times, same problem, tissue has been pushed forward, doctor had to cut with a scissor, changed to white reload, reload could only be replaced with force, 2nd white magazine could not put in, took new instrument, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.